Manufacturer narrative:
Additional information: section d4 (lot no) has been updated with unk. Section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated. No product has been returned for the complaint and a valid lot number has not been provided for the strip. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release.   A stability and clinical review has been conducted and this review has found no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints.     A tripped trend review was performed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product related issues.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported on behalf of her husband who received an error 7 on the display of his adc blood glucose meter. It was further reported that the customer received third-party treatment, however no further information was provided as the caller refused to continue troubleshooting. Attempts to gather additional information have thus far been unsuccessful. It is unknown what, if any, third-party treatment was administered and if it was in any way related to the use of an adc device. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported on behalf of her husband who received an error 7 on the display of his adc blood glucose meter. It was further reported that the customer received third-party treatment, however no further information was provided as the caller refused to continue troubleshooting. Attempts to gather additional information have thus far been unsuccessful. It is unknown what, if any, third-party treatment was administered and if it was in any way related to the use of an adc device. Based on the information provided, there was no report of death or permanent injury associated with this event.